Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided stateas that immediately following implantation into the eye the optic was observed to be cracked. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone emv rao200e batch: 074248464 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch: 074248464. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the event.

Event description:
On 30th september 2025, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone emv rao200e. The event description provided statea that immediately following implantation into the eye the optic was observed to be cracked necessitating lens explantation and exchange.

Event description:
On 30th september 2025, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone emv rao200e. The event description provided statea that immediately following implantation into the eye the optic was observed to be cracked necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided stateas that immediately following implantation into the eye the optic was observed to be cracked. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone emv rao200e batch 074248464 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 074248464. The device was returned dehydrated in a blister tray; lens was packed in a separate hydrated pouch. Preliminary inspection of the returned injector showed that movable flaps were closed, and the plunger was retracted. Provided lens was inspected under x10 magnification and was found to be chipped in haptic and optic area. Following the full injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was slightly shredded, and piece of lens was found sitting on its surface. There were visible traces of ovd residue inside the cartridge chamber. The injector was re-assembled, and 1x rayone aspheric rao600c +21.50 d from rayner's stock was prepared and injected in accordance with the IFU. The injection was successful; no issues occurred during this process. Product return inspection performed confirms the event as reported. Product return inspection and testing completed found no fault of the rayone injector. The device performs as intended/per design. The injector nozzle shows signs of stress which indicates that significant force has been exerted to achieve lens injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection of the lens at the point it became trapped may be the causative factor to the lens being delivered damaged in this case; however, root cause cannot be established. We can however from our findings exclude an injector related cause.